Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00098.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber cap was detached inside the patient. The fiber cap was flushed out from the body of the patient. The fiber was exchanged and the second fiber began firing from the top after an extensive amount of use. A third fiber was used to complete the procedure. There were no clinical consequences to the patient due to this event. This report is for the first fiber.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber cap was detached inside the patient. The fiber cap was flushed out from the body of the patient. The fiber was exchanged and the second fiber began firing from the top after an extensive amount of use. A third fiber was used to complete the procedure. There were no clinical consequences to the patient due to this event. This report is for the first fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00098. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap and metal cap were not detached. The glass cap exhibited a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The outer flow tubing open end exhibited minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.